Manufacturer narrative:
A company service representative examined the system. The psi valves were replaced and parts were disposed of on site. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A customer reported a system message was displayed in the middle of a case. The eye was maintained while the system was rebooted. The case was completed with no patient injury.